Event description:
It was reported that the screen on quick bolus buttons is not working. The device turns on when plugged into a power source. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for eval, should new info become available a supplemental repot will be submitted.